Manufacturer narrative:
This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated that the stent was received in the original pouch and tray with product labeling. No residue was present to indicate use. A visual evaluation found that the stent had been cut in two. The cut appeared to be clean and at an angle across the width of the stent. The cut was found approximately 13.8 cm from the proximal end of the device. A second cut was found that only went partially through the width of the stent and was jagged in appearance. The second cut was approximately 13.2 cm from the proximal end of the device. The visual evaluation also found a small cut in the most proximal sideport hole which the suture is looped through. No functional evaluation was performed due to the nature of the complaint. A lot history search was performed and found no other complaints against lot number 8736713. A review of the device history record was performed and revealed no anomalies. Customer complaint confirmed. The most probable root cause of the cuts in the stent cannot be determined at this time due to the nature of the complaint description and the received condition of the stent. Our dfu states: "the insertion of a ureteral stent should not be undertaken without comprehensive knowledge of the indications, techniques and risks of the procedure."

Event description:
It was reported that this stent, still in the package had been sliced into two pieces and had an additional slit in it. This stent was not used in the therapeutic urological procedure.